Manufacturer narrative:
A distributor field service engineer (dfse) visited the customer to address the reported event. During servicing, the distributor fse replaced the display on the instrument. The distributor fse then performed the daily check and quality controls with acceptable results. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 02-mar-2018 through aware date 02-apr-2019. There were no other similar complaints found during the searched period. The aia-360 operator's manual under safety precautions states the following: always have servicing done by tosoh personnel. Attempts to disassemble, repair or modify the aia-360 yourself may result in electrical shocks and even fires. The location of the tosoh service center is listed at the back of the manual. The most probable cause of the reported issue was due to failure of the display assembly.

Event description:
A customer reported to the distributor that the display was not functioning on the aia-360 instrument. The customer stated that the instrument did not respond. The instrument was down. A distributor field service engineer (dfse) was dispatched to address the reported event, which resulted in a delay of beta human chorionic gonadotropin (bhcg), progesterone (prog), creatine kinase mb (ckmb), troponin (ctnl2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.